Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 814:08; this condition had the potential to interrupt delivery. This event occurred prior to use. There was no reported patient involvement, patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this complaint is a duplicate of (B)(4), which was addressed in remedial action exemption-summary report.